Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart). The customer was unable to clear the user advisory 45/ there is no patient involvement. No additional information was provided.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection was performed and the motor cover and the restraint pin assembly were observed to be damaged. Functional testing was performed and the reported complaint of ua45 (not at "home" position after power-on/restart) fault could not be duplicated. However, ua17 (max motor on time exceeded during active operation) fault was observed during compression. It was found that the brake gap was out of specification. The brake gap was re-adjusted back to the right specification to remedy the ua17 fault. After the brake gap was re-adjusted, the platform was ran for 15 minutes with the large resuscitation test fixture with no problems observed. A review of the archive was performed and it shows no ua45 fault to have occurred on (B)(6) 2015, but it shows ua12 (lifeband® not present) message to have occurred on the reported event date. In summary, the reported complaint of device is getting a ua45 was not confirmed during functional testing and based on the archive review. Unrelated to the reported complaint, the physical damages observed during visual inspection was attributed to normal wear and tear (autopulse mfg date: 9/2005). Also unrelated to the reported complaint, the ua12 observed during archive review was attributed to user error. Note that per the battery hangtag - advisory codes description and action ((B)(4)), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The ua17 observed during functional testing is also unrelated to the reported complaint. The root cause for ua17 was determined to be the brake gap was out of specifications. The brake gap was re-adjusted back to within specifications to remedy the ua17 fault. Following service, including replacement of the motor cover and the restraint pin assembly, the platform passed all testing criteria.